Event description:
It was reported that during a hepatectomy the procedure the teflon protection of the shears fell off. Another device was passed to the surgical table to finish the procedure.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. Did the patient experience any adverse consequences due to this issue? No.